Event description:
During a wrist procedure, the tip of the resector blade came loose from the shaver hand piece and float off into the pt's wrist. Allegedly, the loose pieces were plucked out and continue the procedure. X-rays were performed at the end of the case and no resides were found in the pt.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.